Event description:
Explantation of cmc spacer. The patient received the cmc spacer in 2007. The patient has experienced pain.

Manufacturer narrative:
The clinic has sent the explant to the histology lab. X-ray evaluation. X-ray showed progressive bone growth and the placement of one of the screws into trapezial joint space. Histology evaluation pending. Potential causes of pain are bone growth or from the tip of one of the screws that reached into trapezial joint space. Histology evaluation may give more information on receipt of evaluation results.